Manufacturer narrative:
Cmp-(B)(4). Concomitant product: m2a-magnum pf cup 50odx44id/ pn us157850/ ln 301780, m2a-magnum 42-50mm tpr insrt-6/ pn 139252/ ln 057770, taperloc por lat fmrl 9x137/ pn 11-103203/ ln 069590. Once the investigation has been completed, a follow up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-03809.

Event description:
It is reported in operative notes from a revision which indicate that the patient had dislocated and had a closed reduction a few days prior to her revision surgery.

Manufacturer narrative:
(B)(4). This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-03809-1

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Explanted date should be n/a. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed through review of medical records. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.